Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Initial reporter also sent report to FDA is unknown. Manufacturing site address is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that during procedure with a continuous infusion device, the transducer presented an error in the reading. No patient injury was reported.